Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency treatment was completed as planned and the procedure was completed by deleting the patient images. The field service engineer (fse) went onsite and confirmed that the image disk space was low. Upon troubleshooting, fse logged in fsf and found that database consistency test got failed and it produced dark images. The philips engineer did database consistency repair and deleted the "repaire" images. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system gave image disk low errors and intermittently could not produce exposure. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.